Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 423 mg/dl. The customer specified other relevant blood glucose level as 418 mg/dl, 354 mg/dl. The customer treated high blood glucose with manual injections. The customer does not allege that the insulin pump was under delivering. The insulin pump will not be returned for the analysis.